Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted, the generator interface board was reseated and the system software was reloaded. The system was then found to be operating as intended.